Event description:
According to the caller, pt was feeling a little light-headed. Pt took their bloodsugar reading with their rsg meter and their reading was 159. Pt asked their spouse to make something to eat and approximately 45 minutes later pt ate a sandwich and an orange juice. While pt was eating, they went into a diabetic coma. Pt's spouse called the ambulance. The emergency medical technician's took a sugar reading which showed a reading of 38. The emergency medical technican's called for back-up. The emergency medical technicians administered d50 (50% dextrose). They waited 10 minutes and then administered another d50. The caller could then talk but slurred their words. Emergency medical technicians then decided to take pt to the hospital after doing another blood glucose test which read 47. They called the doctor who said to give pt another d50. This brought their reading up to 70 but pt kept dropping. The hospital could not bring pt's reading beyond 90. Pt was admitted to the hosp for a period for four days. When caller was released from the hospital, they bought a pqid meter. The caller had difficulty calibrating their new meter and called in for help.